Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following issues: the beak was broken. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the resection sheath, 28 fr. Had the ceramic tip damaged and breaking off. The issue occurred during preparation for use with no procedure involved. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6 and h11. Corrected field: h8 - usage of device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twenty one (21) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the ceramic tip damaged and breaking off occurred due to wear and tear, wrong handling or cracks in the insulation material, which are not visible in most cases, caused by the impact of a major mechanical force, e.g. A blow or a fall. Olympus will continue to monitor field performance for this device.